Event description:
It was reported that the customer had a motor error. The blood glucose level was 220 mg/dl. Customer states they do not use the sensor feature and they are able to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reported no unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test and motor test. A constant compromised force sensor system alarms during the basic occlusion test due to moisture damage on faulty force sensor resister. Their was a cracked display window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.